Event description:
It was reported that upon opening the device, a black foreign material was allegedly observed on the device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 12/2026.

Manufacturer narrative:
H10: as this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of thirty for this event. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: three bard ptfe pledgets package were returned for evaluation. During visual evaluation, no evidence of breach of sterile barrier was observed. In sample one, yellowish particle was observed under a microscope, while a black particle was observed in sample two. Black and yellowish particles were found in sample three. Therefore, the investigation is confirmed for the reported contamination issue. A definitive root cause for the contamination issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 12/2026), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon opening the device, a black foreign material was allegedly observed on the device. The procedure was completed using another device. There was no patient contact.